Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
One of the sections of the brush head has come loose [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that one of the sections of the oral-b dual action brushhead he was currently using had come loose. The reporter stated he had used oral-b electric toothbrushes for many years, and had never had a problem until now. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown

Manufacturer narrative:
On 09-sep-2016 product investigation results: the reporter returned one toothbrush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
One of the sections of the brush head has come loose [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that one of the sections of the oral-b dual action brushhead he was currently using had come loose. The reporter stated he had used oral-b electric toothbrushes for many years, and had never had a problem until now. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.